Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced symptoms including weakness, vomiting, and cognitive decline. She was transported to the hospital, where an initial fingerstick test showed a cgm reading of "low" while the blood glucose level was 100 mg/dl. Within 30 minutes, her blood glucose dropped to 38 mg/dl, prompting treatment with intravenous fluids. During her hospital stay, the patient developed diarrhea and was treated with the antibiotic ciprofloxacin (cipro). A CT scan was performed to rule out a stroke. Subsequently, the patient was admitted to the intensive care unit (ICU) for three days. No further documentation of medical evaluation or intervention was provided. According to the patient, she had experienced issues with two sensors prior to the event due to the inaccuracy. These inaccuracies allegedly led to several days of hypoglycemia, as the insulin pump administered insulin based on the high readings. It is suspected that the symptoms experienced on (B)(6) 2025 may have been due to excessive insulin administration resulting from the faulty sensor data. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid when the patient was transported to the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 09/08/2025. Data was further reviewed and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.